Event description:
It was reported that the right ventricular lead exhibited noise. The lead will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.